Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not returning and is not available for evaluation. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from the lot. All available information was investigated and a definitive cause for the reported inability to remove the gripper line in this incident could not be determined. The reported patient effect of foreign body left in the patient appears to be a result of procedural conditions, and due to the inability to remove the gripper line. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The steerable guide catheter device is filed under a separate medwatch report.

Event description:
This is filed to report the gripper line could not be removed and a portion of the gripper line remains in the patient. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was advanced to the mitral valve. The clip was deployed, reducing the mr to 2. After clip deployment, it was not possible to remove the gripper line. The clip remained secure on the leaflets. Troubleshooting was unsuccessful. The cds was removed over the gripper line and out of the steerable guide catheter (sgc). The gripper line which was now guided in the sgc was still unable to be removed. The sgc was removed and the hemostatic valve of the sgc began to leak. A guided catheter was threaded over the gripper line until the tip of the catheter pointed in the left atrium over the clip. A snare device was guided over the catheter and the two ends of the gripper line were cut, however; a small segment of the gripper line remains in the patient. A new sgc was used and a second clip was implanted to further reduce mr. A total of two clips were implanted, reducing mr to 1. The patient is stable. No additional treatment is planned to remove the remaining gripper line from the anatomy. There was no clinically significant delay during the procedure. There was no additional information provided.